Event description:
Initial hcg stat result of 1.58 mlu/ml was repeated and recovered >100000mlu/ml. Incorrect result was not used to provided patient treatment. Field service representative replaced the measuring cell, ran the performance check tests and performed the pmdr check list. All results from performance testing recovered within specification.